Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. No phone number provided. The manufacturer¿s international customer specialist confirmed the reported issue. A credit was issued; no replacement sent.

Event description:
The customer reported a defoa - data acquisition pcba failure. There was no patient involvement. Event date not specified; estimate used.